Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 500 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with insulin intravenously. Tandem technical support performed a system check and found that the cartridge needed to be changed.